Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an error code check vent: proximal pressure sensor auto zero failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer had reported that they recently replaced the flow sensor assembly for a separate incident. The rse advised the customer to check the pin alignment from the solenoid valves to the data acquisition (da) board. The customer reported the philips service engineer's recommendations were performed, and the customer checked the pin alignment for the solenoid valves to the data acquisition board. The pins were realigned, and the issue was resolved.